Event description:
Boston scientific was notified that during an event when the physician was placing a matrix soft-sr 2d coil inside the aneurysm, realized at some point that the main coil was not attached to the pusher wire. The coil was all inserted into the aneurysm, which made it safe. Retrieved the pusher wire. No complications with the pt were reported as a result of this event.